Event description:
A malfunction on the pump was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the caller acknowledged and understood.